Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported that the physician was questioning the cardiomems pressures. A right heart catheterization was performed on (B)(6) 2023 for reasons unrelated to the cardiomems device. The sensor pressures were compared to the pressures from the catheter during the procedure and the sensor was recalibrated. The sensor baseline was increased by 8.3mmhg.